Event description:
Per the audiologist, the pt reported intermittent poor sound quality, including changes in loudness, popping and a "hair dryer" sound beginning in early 2008. Reprogramming the sound processor did not alleviate the problem. The results of the integrity test done on the following month were consistent with normal receiver/stimulator function. Further reprogramming was recommended. The device was explanted on approx three months later, and the pt was reimplanted with a new device during the same surgery. On the following month, the audiologist reported that the pt is reporting the same "hair dryer" sound with her new device. The pt was using her implant on the contralateral side at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.